Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the device was exposed to moisture; it got splashed. The customer's blood glucose was 306 mg/dl. The customer was unable to clear the alarm so they removed the battery and placed the insulin pump in rice to dry out the device. Later they reinserted a new battery but the insulin pump did not turn on. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was found on the keypad assembly. No button error alarm was noted. No moisture damage was found inside of the insulin pump. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.